Event description:
The customer reported to olympus during a unknown diagnostic procedure, a b30 (scope communication error) occurred on the evis exera iii xenon light source. The procedure was completed using the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon (1) ¿error b30. Loss of image during the exam¿ appeared to have occurred as a result of a failure in the communication with a scope due to a foreign material or fluid that adhered to the electrical contacts. The subject device was not returned, and information related to a defective part was not obtained. Therefore, the detailed condition of the subject device and the duplication check of the reported phenomenon could not be checked. According to the service manual, b30 error indicates scope communication error, and it is a message that is displayed when the device fails to load scope ID data to hardware (registry error occurs). As to a cause of scope communication error, adhesion of a foreign material or fluid on the electrical contacts was named. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.